Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed the ccc specialist that they had replaced the integrated multisensor technology (imt) sensor, which resolved the issue. The cause of the discordant sodium results was a malfunction of the imt sensor. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc) and stated that patient sodium results obtained on a dimension exl with lm instrument had dropped below the reference range. No discordant results were reported to the physician(s). The customer provided one example, in which the sample was repeated on the same instrument after troubleshooting and resulted as expected. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.